Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Immediately postoperatively, the patient reports seeing spots in mesopic and scotopic conditions. The patient has been seen by several medical professionals, who have not been able to identify any problems with the iol, but have diagnosed the patient with posterior capsule opacification. The patient is insisting that since the first yag capsulotomy did not effectively resolve the symptoms, that the lens must be defective. The MDR is being filed on the basis of the patient's allegation that the lens is defective.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause - according to the physician, the cause of the reported problem is related to pco and not to any problem with the lens.